Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 days post-operative elective laparoscopic ventral hernia repair for a large symptomatic incisional hernia, the patient had severe, generalized abdominal pain, unremitting to opioid analgesia. Computed tomography of her abdomen and pelvis revealed a recurrence of her hernia, with multiple loops of collapsed small bowel superficial to the mesh. Urgent, repeat laparoscopy revealed that the central portion of the mesh had torn and small bowel had herniated through this defect. A small skin incision was made over the mesh defect and the mesh was closed primarily with 2-0 prolene. The skin was then closed and the repair reinspected laparoscopically.